Event description:
The customer reported intermittent vacuum during the phaco sculpt mode. The system was exchanged and the case was completed as planned. No pt injury was reported.

Manufacturer narrative:
The company service rep examined the system and could not duplicate the problem reported. The system was then tested and met all product specifications. (B)(4).